Manufacturer narrative:
Adding concomitant product - astratech impl ev 3.6s 13mm os. This is a follow up report for this information. Adding additional health effect- impact code 4627. This is a follow up report to add this additional code. Adding additional type of investigation code 10 and 4116. This is a follow up report to add this additional code. Correcting UDI # from UDI # (B)(4) to UDI # unknown. This is a follow up report for this information. Device received for this event is being corrected from astratech impl ev 3.6s 13mm os catalog # 26314 to unknown atis ev abutment catalog # unknown atis ev abutment .

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.